Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had ongoing elevated blood glucose (bg) levels that ranged from ¿high¿ (specific bg value was not provided) to 700 mg/dl with moderate ketones and vomiting; cause of high bg was unknown. On (B)(6) 2023 the customer went to the emergency room and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.